Manufacturer narrative:
Additional, corrected and/or changed data: a.4, b.5.

Event description:
Healthcare professional reported "pain and capsular contracture baker grade iii" patient later reported "capsular contracture baker grade unknown". Healthcare professional later reported "capsular contracture baker grade IV" device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g2, h6.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported left side breast pain and "capsular contracture grade 3". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade 3.

Event description:
Device has been discarded.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.